Event description:
Zoll customer support contacted a (B)(6) male pt's niece to exchange that pt's electrode belt. The pt's download revealed excessive 'check therapy pad' messages, excessive dual lead noise and falloff, and a few false asystole events. When a psr visited the pt to replace the belt, the psr also reported that there is some gel on the therapy pads and that the pt's monitor would not power on. The pt was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages / dual lead noise and falloff / false asystole events / gel released) has been confirmed. As received, all gels were deployed. The cause of the gel deployment is a burnt pca board in the belt's distribution node (dn). The cause of the burnt pca board is a shorted connector (j702). The cause of the shorted connector is corrosion on the dn pca board. Corrosion was found on all connectors on the pca board. The cause of the check therapy pad messages, dual lead noise and falloff and false asystole events is likely the damaged pca board. The root source of corrosion cannot be positively identified. In addition, during service investigation, the belt trunk cable connector was damaged. The cause of the damaged trunk cable connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged pca board. Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon eval, failure was discovered at connector j1002bb, pins 17 and 18, on the computer analog (ca) board. The ca board was cracked at these pins. The cause of the service code 204 is a cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.